Event description:
It was reported that this implantable pacemaker was explanted due to fault code 1003 and a new pacemaker of a different model was placed. No additional adverse patient effects were reported.